Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left ventricular (lv) lead was placed the physician attempted an atrio-ventricular node ablation. The ablation was unsuccessful and the lv lead was no longer capturing. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.